Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited oversensing of noise, resulting in an inappropriate shock. A request was made to have data from this device analyzed. Rhythmcare reviewed device data, s-ICD exhibited changes in morphology and double counting. Rhythmcare provided recommendations for troubleshooting. The device remains implanted. No adverse patient effects were reported.